Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure the surgeon found the retractor sheath was broken when the package was opened. Changed to another one to complete the procedure. No adverse event.

Manufacturer narrative:
(B)(4). The flr01 instrument was noted to have the retractor sheath torn, the damage starts near to the upper retractor ring and propagated to bottom retractor flexible ring. No other physical damage was noted on the returned device. No conclusion could be reached as to what may have caused the found damage. A batch/lot record review was performed and the batch met all final acceptance criteria.